Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) found the sample nozzle assembly was broken. The fse replaced the sample nozzle assembly and verified proper position and alignment. The fse then proceeded to perform sensor test and ran daily check and quality controls without any further issues. The aia-360 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 02-mar-2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, states the following: 1. List of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. 2012 air detected (diluent) description: there is no contact with the liquid surface after sample suction. Troubleshooting: contact the service department. The most probable cause of the reported issue was due to a faulty sample nozzle assembly.

Event description:
On (B)(6) 2018, a customer reported getting 2012 air detected (diluent) error messages while running quality controls on the aia-360 instrument. The technical support specialist instructed the customer to remove the back access panel and found that the sampling nozzle assembly was bent. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation manufacturer: a photographic image of the sample needle assembly was reviewed. The photographic image shows the sample needle is bent which confirms the issue.